Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a communication failure and displayed a fatal error while logged in. A technical support specialist confirmed that the issue had been resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis anesthesia es system experienced a communication failure and displayed a fatal error while logged in, which hindered users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.